Event description:
It was reported that the pump had been replaced prophylactically to avoid in-vivo battery depletion. The replacement had been scheduled for routine end-of-life for the pump. It was indicated that the patient had recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).